Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Insulin pump was unable to perform displacement test and verify alarm due to motor error alarm. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported his insulin pump was alarming and kept prompting him to rewind the device. Customer thinks his blood glucose may be 180 mg/dl, but he has not checked. Customer cannot exit the rewind sequence. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.